Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during evaluation. The cause of the determined damaged battery was due to user error. The battery and battery harness were replaced to fix the reported condition. This issue is being investigated through CAPA.